Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 11 days post implant the patient complaint of extracardiac pacing stimulation during the post implant office check up. The threshold of the right ventricular (rv) lead was decreased which resolved the patient's symptoms. The lead remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.